Event description:
During a product evaluation, walkmed infusion observed the device in question failed the delivery accuracy test as it had over delivered by 27.5%.

Manufacturer narrative:
A customer originally reported the device in question would not occlude a tube set properly when the device's door was closed. The device was returned to walkmed infusion for inspection and was subjected through various performance tests. Walkmed infusion confirmed the customer's reported event and also observed the device would deliver outside of the acceptance criteria. During the delivery accuracy test, the device was programmed to deliver a target volume of 40 ml in 24 minutes at a rate of 100 ml/hr. The device delivered 51.0 ml, which is a 27.5% over delivery. Upon further investigation, walkmed infusion concluded the over delivery and the failure to properly occlude an installed tube set was due to a worn pressure plate. A review of the manufacturing and service records did not reveal any nonconformities related to the reported event. The information contained herein is being provided to the FDA or other authorities to comply with regulations relating to medical device reporting.